Event description:
Hcp reported the patient was experiencing fluctuating tone along with fluid from the pump pocket. In 2001, a baclofen level of zero was detected in the cerebral spinal fluid. A 100mcg bolus of baclofen was administered via lumbar puncture with good results. The patient originally did well after the pump replacement, but was running low grade temperatures. The hcp felt these were related to a slow growing bacteria that had been present since the replacement surgery and removed the second pump in 2002. "The patient continues to have leak even after removal. Will probably put shunt in for mild hydrocephalus. Is on oral baclofen 30mg 3x a day."